Event description:
Agitated, combative pt pulling on foley catheter. Catheter snapped with tip and balloon remaining in urethra. Urologist consulted. Pt's condition, non-q wave mi, end stage cardiac disease, prohibited surgical intervention. Second urologist consulted. Retained portion of catheter manually removed by urologists with sterile hemostats.